Manufacturer narrative:
Visual inspection revealed that the balloon was completely detached and the distal balloon was inverted and bunched up. Damage was noted to the proximal bond. The distal balloon shaft was shredded indicating quite a bit of tension was applied to peel it off of the core wire. The catheter, advancer tube and the procedural sheath were not returned; therefore, a complete investigation could not be performed. Based on the provided information, the condition of the returned device and the investigation performed, the root cause of the reported event could not be determined. The review of the lhr (lot f1023201) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
A message in the complaint handling mailbox was received on (B)(4) 2011 from a registered nurse at the user facility reporting an issue with the mynx. No other information was provided. The aci sales professional was notified to follow up on the incident but was unsuccessful in obtaining any information. On (B)(6) 2011 the following information was obtained from the user facility: per the radiology technologist (rt) who was present during the reported incident, a (B)(6) male patient underwent a coronary intervention procedure on (B)(6) 2011. Access was obtained at the right common femoral artery (cfa) via a 6f procedural sheath. There was no report of a pre-procedural femoral angiogram to assess the suitability of closure nor was there information provided regarding the deployment of the mynx. Reportedly, the physician chose the mynx device for femoral artery closure following the procedure. It was reported that as the physician pulled the balloon back to the arteriotomy and applying the right amount of tension, the balloon "snapped" and couldn't be pulled out. The physician ended up cutting the device and then used an access needle to try to deflate the balloon. That was unsuccessful so a radiologist was consulted. The radiologist accessed the right groin contralaterally from the left side and utilized a snare device to retrieve the balloon. The patient was converted to manual compression and hemostasis was successfully achieved. The patient tolerated the procedure well and was ambulated and discharged to home the following day without further clinical sequela. No further information was provided.